Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the power adapter melted. The unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged (likely unauthorized or defective power adapter, r&d joe h), so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 02/02/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer reports the units power adapter melted and cannot be removed from the pump. No patient involvement or harm.